Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise and oversensing. The lead was successfully capped and replaced. The patient was asymptomatic to the lead noise and was in stable condition post surgery.